Event description:
The facility rep reported a fail code 703. Info was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter attempted to obtain info, details were not available regarding additional contact info. The hosp rep stated that there were no report of pt injury or medical intervention. No additional info is available.